Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort. It is alleged that diagnostic workup revealed the presence of markedly increases levels of metal ions in the patient's blood and imaging revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged that the patient's blood levels collected on (B)(6) 2013 were at 5.1 ug/l/ the patient has been attempting to deal with his elevated metal ions in his blood by using various therapies. If those therapies do not work he will need to be revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device implanted.